Event description:
The customer reported experiencing intermittent occlusion alarms. The customer's blood glucose level was 610 mg/dl. The customer administered a corrective injection via multiple daily injections (mdi). The customer would change the infusion set, cartridge, and resumed insulin delivery to address the issue.